Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a lowest blood glucose of 54 mg/dl after a meal announcement that resulted in excess insulin, and the ilet alerted to the low; the user corrected with oral carbohydrates and later reported a glucose of 128 mg/dl and was advised that the pump would not deliver insulin while in range unless a rise was predicted. Symptoms included shaking consistent with hypoglycemia. Outcomes included successful self-treatment without outside assistance or medical intervention, and no hospitalization. Investigation included customer care troubleshooting and education regarding hypoglycemia management and automated insulin delivery behavior. Investigation of this case revealed no device malfunction and suggested user-related dosing input as the precipitating factor for the low glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.